Event description:
During a laparoscopy diagnostic procedure, the customer reported to olympus that a e211(scope communication error) appeared on the lcd touch screen monitor. The image was intermittent when moving the 4k camera head cable. In order to complete the procedure, the device was turned on and off multiple times. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered af switch on the charged coupled device (ccd) was found damaged due to which the pressing of the af button is abnormal, cable has multiple knots and has a cut which caused water leakage, olympus logo has vanished from the rear cover and coupler found corroded also its locks found deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, both (1) and (2) phenomena were not reproduced but were identified to be image-related failures: (1) it was determined that communication failure occurred due to multiple breaks in the cable, the video function did not function properly, and an e221 scope communication error occurred; additionally, (2) it was determined that communication failure occurred due to multiple cuts in the cable, the video function did not function properly, and color bar display occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The contents of paragraph 4.1 of the instruction manual [4k camera head olympus ch-s400-xz-eb operation manual], identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drapes or wiping the camera cable, be careful not to apply excessive force to the camera cable. The camera cable could be damaged.¿. Olympus will continue to monitor field performance for this device.